Event description:
The patient contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume), which occurred on the homechoice pro (hcp) during use during dwell 1. The patient felt bloated. The patient manually drained and had a manual drain volume of 5500ml. Draining relieved the symptoms. The patient performed an off cycler manual exchange or fill. The fill volume equaled 2500ml. The largest prescribed fill volume equaled 2500ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported iipv. The rn stated she was aware of the event and that there was no patient injury or medical intervention associated with the event. The rn stated the patient has been continuing therapy on the cycler successfully since then. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This issue of iipv is being investigated through CAPA. Additional information: in addition to the homechoice device, baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant cassette evaluation; however, this complaint for increased intra-peritoneal volume (iipv) was confirmed in the homechoice event history log.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The root cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.